Event description:
Procedure: hemorrhoidectomy. According to the reporter: there was staple malformation. Patient displayed bleeding in anal canal. Hand suturing was needed to prevent the bleeding. Surgery time was extended by 30 minutes or more. The surgeon changed from spinal to total anesthesia. There was no reinforcement material used. There was no unanticipated tissue loss. There was unanticipated tissue tearing. There was no blood loss of 500cc or more.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).